Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated erroneous glucose and creatine kinase patient results. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported there was a loose fitting cartridge chemistries sample syringe. Customer reported they tightened the syringe and resolve the issue.